Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient complained of dizziness while moving some buckets. Device interrogation in the clinic showed device delivered several inappropriate antitachycardia pacing therapies for atrial tachycardia with rapid ventricular response. The rhythm converted to atrial fibrillation, which led to vt and shock was delivered. The rhythm further converted to vf and appropriate shock was delivered, which converted to sinus rhythm. The device was reprogrammed and patient was prescribed medication.